Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings.complaint record ID (B)(4).

Event description:
It was reported that a transray plus 35cc was inserted following emergency percutaneous coronary intervention (pci) in a patient with heart failure secondary to subacute myocardial infarction. After insertion via the right femoral artery, augmentation did not improve despite adjustments to assist ratio and timing. No kinking or significant vascular tortuosity was observed, and the device did not trigger any alarm. The issue was identified based on the waveform displayed on the monitor. Prior to reinsertion, direct current (dc) cardioversion was performed to reduce the heart rate to below 100 beats per minute. Due to continued clinical need, the device was replaced with an alternative intra-aortic balloon catheter from another manufacturer, which functioned as expected. The procedure was performed in the cardiac catheterization laboratory by a cardiologist. No patient injury was reported.